Event description:
The machine allegedly kept shutting off and smelled of smoke like burning wires. No injury is alleged.

Manufacturer narrative:
No injury is alleged or reported. Dealer reportedly had the unit and stated the machine kept shutting off and smelled of smoke. The device is 5 years old and no longer in warranty. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, lack of maintenance, or a liquid has been spilled on the device that may have caused or contributed to this alleged incident. MDR filed solely on the allegation of a smoke smell. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection.